Event description:
Distributor reported that they recieved information from a customer who described that during use of a mc3 crescent catheter (30 f) that a portion of the wire reinformcemnt section cracked which introduced air into the catheter. The catheter was removed and the device was replaced on (B)(6) 2022. There was no patient impact. The customer stated that the initial placement of the catheter into the right internal jugular was performed on (B)(6) 2021 at (B)(6) medical center. The patient was transfered to (B)(6) center on (B)(6) 2021.

Manufacturer narrative:
The product was not returned for analysis. A lot number was not provided. The compalint of a crack was confirmed by information provided by the customer. Review of the information provided by the custumer concludes that the crack was likely caused by fatigue associated with catheter ECMO use for 188 days. Also, inadequate securement cannot be ruled out.

Manufacturer narrative:
Follow up report for additional information in b1(adverse event), b2 (required intervention...), d4 (added lot # and expiration date). Correction to d4 (UDI), d9 (device is not available for evaluation), g1 (contact information), and h1 (change from malfunction to serious injury).